Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A facility representative reported a patient that required additional correction following lasik surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received stated additional correction was performed on the right eye. After the second surgery, the patient was satisfied with the result.

Manufacturer narrative:
Additional information provided. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).